Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other chronic/intract pain (trunk/limbs). It was reported that the patient's ins was in overdischarge and they were doing a prm today with the manufacturer's representative. Patient noticed they couldn¿t charge and stated that 6-12 months ago he charged successfully and when he went to turn on the ins it did not turn on. Patient stated they knew because they usually would get a tingling sensation in legs when it was on. The manufacturer's representative (rep) stated that the patient only uses the recharger (insr) to turn on/off, and did not make adjustments using the patient programmer (pp) and only charged once a month. The patient could not describe why the insr wouldn¿t turn on the ins and remembered nothing about the reason why he stated it wouldn¿t turn on. Rep stated the patient was authorized for a new ins today. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep did the 60 minute countdown with the patient and the patient was able to recharge. The issue has been resolved.